Event description:
It was reported that a novum iq large volume pump underinfused during infusion. The pump had an under infusion of ivf (intravenous fluids) plain / vancomycin during therapy in unit 21 department. And had to be ran again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to previous g3: date received by MFR: the correct date is 02/25/2025. Additional information: e4, g2, h6, h10, h11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.